Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that a patient's device had high impedance prior to their replacement surgery. The surgeon tested the implanted lead with a new generator and the impedance was ok, and since no visible breaks were noticed in the lead, the lead remained implanted and only the generator was replaced. The patient's implant facility is known to discard products therefore the generator has not been received into analysis to date. A review of device history records for the generator showed that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date.